Event description:
The customer reported an incident with an infusion set that came apart in the pump during administration of chemotherapy drugs to the patient. The giving set came apart on the green bung which sits in the pump. The drug being administered was rituximab, part of the patient's chemotherapy regimen. This has resulted in a delay in the drug being administered as it occurred out of hours and therefore the pharmacy had to make up the drug again the following day. The patient received a small amount of the treatment but the remainder had to be disposed of due to a break in the giving set line. The original sample was not received for further evaluation. One retained sample was used for evaluation; free flow and tightness test were performed with passing results. A review of the production document did not show any related deviations or other issues with this batch. Since the original sample was not sent back for evaluation a detailed analysis could not be performed and a root cause could not be determined.